Event description:
It was reported that stent damage occurred. The 32mmx2.25mm target lesion was located in the right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, when the stent crossed the left anterior descending artery, the stent strut got lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts bunched and proximal struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 32mmx2.25mm target lesion was located in the right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, when the stent crossed the left anterior descending artery, the stent strut got lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The 32mmx2.25mm target lesion was located in the right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, when the stent crossed the left anterior descending artery, the stent strut got lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.